Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as under the front electrodes on both sides. There was no open skin or bleeding reported. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested the patient use neosporin on the irritation. Follow up indicated the irritation improved.